Event description:
Information was received via a news report that two individuals were injured while transporting an MRI at a medical facility. At the time of the event, the involved MRI system was being decommisioned and removed by a 3rd party engineering group. Upon removal, the magnet vessel reportedly ruptured, injuring two persons and damaging the interior wall of the building. It was reported that no operators manual or decommissioning instruction was used during this process. Evaluation of the issue revealed that the vessel rupture was caused by improper handling of the vacuum valve. It was reported that one individual had shrapnel in the back of the head and the other had an injured arm. Although both individuals were taken to the hospital for evaluation, their injuries were reportedly not considered serious.